Event description:
Per the clinic, the patient experienced poor performance and poor sound quality with the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2024, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report.

Manufacturer narrative:
Correction g3: correct date received by manufacturer g3 in the initial report [6000034-2025-00157] is december 03, 2024, not december 18, 2024 as previously reported.